Manufacturer narrative:
(B)(4). Medwatch# mw5071470. The customer reports no patient injury. This information obtained from phone conversation with customer on (B)(6) 2017.

Event description:
The customer alleges that during fistulogram the tip of the device separated from the delivery system inside the sheath. The sheath was removed with the tip inside and the tip was retrieved.

Manufacturer narrative:
Qn# (B)(4). Medwatch# mw5071470. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during fistulogram the tip of the device separated from the delivery system inside the sheath. The sheath was removed with the tip inside and the tip was retrieved.